Event description:
It was reported that during an scs permanent implant procedure on (B)(6) 2025, patient experienced cerebrospinal fluid leakage due multiple attempts to insert the needle. The physician opted to treat the patient conservatively with caffeine and no symptoms were reported. The procedure was aborted.

Manufacturer narrative:
The case of a csf leak during a scs implant was reported to abbott. During an scs permanent implant procedure, patient experienced a cerebrospinal fluid leakage (csf) due to multiple attempts to insert the needle. The physician opted to treat the patient with caffeine and no symptoms were reported. The procedure was aborted. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.